Event description:
The customer reported that, after losing power and having the generator turn on, the speaker did not work.

Manufacturer narrative:
The customer reported that, after losing power and having the generator turn on, the non-philips speakers attached to the central station did not work. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed (B)(4).